Event description:
The user facility reported that the device ejected a bur during testing prior to a procedure. The user was cut on the forehead. There were no reported delays or medical interventions.

Manufacturer narrative:
H3 other text : device not returned.

Event description:
The user facility reported that the device ejected a bur during testing prior to a procedure. The user was cut on the forehead. There were no reported delays or medical interventions.